Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient started to desaturate due to a cuff leakage. The issue was resolved after an et tube change. There was patient involvement and no adverse harm reported.

Manufacturer narrative:
D9: unknown. H3: the device history record of reported possible lot number 6018568 was reviewed, and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. Four new tracheal tubes of lot #6018568 were received, along with one new from lot #6003035, four new from lot #6018569, three new from lot #6018564, two new from lot #4448340, three new from lot #4322584, four new from lot #4423023, one new from lot #4424544, two new from lot #4302262, and two new from lot #4427571. 26 total units were received, and all underwent functional testing. No leaks were found on any of the samples during the underwater leak test.